Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagectomy/gastric tube: according to the reporter: procedure: after the first firing was done, the lever could not be returned back to the original position. Opened another. No patient harm. Operating time not extended. Add'l tissue resection: yes. Tissue damage: no. Nothing fell into the cavity. No bleeding. The customer did not report if reinforcement